Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Contact reported customer had a blood glucose (bg) level of 600 (mg/dl). An insulin pen was used to address bg levels. The customer reloaded a cartridge and the issue was resolved.